Event description:
Customer reported a piggyback of kc1 10meq in 100ml of normal saline bag was hung around 1000. The bag was found empty in 20 minutes. The infusion was delivered faster than the programmed rate. The pump was tested and found to be within specification. Hospital also tested the tubing and found that the check valve was not working properly and allowed the piggyback to flow up into the primary bag. There was no report of patient harm or medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.